Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc considered that the reported phenomena were attributed to the followings. - there was a failure of the fan; due to the aging deterioration of the motor by repeatedly long-term use because over seven years had passed from the subject device had been delivered. - there was worn on the output socket; due to the worn of the output socket by repeatedly long-term use because over seven years had passed from the subject device had been delivered.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated. Also sorc found that there was worn on the output socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that there was a failure of the fan. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.